Event description:
Complainant reported contamination embedded inside tube wall.

Manufacturer narrative:
Based on the information provided this event is deemed a reportable malfunction. No additional event details have been provided to date. Should a return sample or additional information become available a follow-up report will be submitted.